Event description:
The recipient reportedly experienced device extrusion. It is believed that the recipient's issue is due to poor skin quality. The recipient's device was explanted. No other medical treatment was required. The recipient is in the process of healing and reimplantation will be considered once healing is complete.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt, in addition to tool damage and sliced silicone overmold on the top and bottom covers and fantail region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.